Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain."

Event description:
It was reported that a clinical patient underwent an initial left total hip arthroplasty on (B)(6) 2000. Subsequently, the patient was revised on (B)(6) 2008 due to aseptic loosening of the modular head and acetabular cup, poly wear, osteolysis, pain, and discomfort. Operative report noted well-fixed stem during the procedure. The cup, liner, and modular head were removed and replaced. The patient underwent an abductor tendon repair on (B)(6) 2011 due to gluteal tendon thinning, trochanteric bursitis, pain, weakness, and discomfort.